Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturing location: monument; manufacturing date: november 22, 017; expiration date: november 01, 2027; part: 04.037.014s, 10mm/125 deg ti cann tfna 235mm/right ¿ sterile; lot: h506085 (sterile); lot quantity: 6 work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Sterilization control number (scn) 14385 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part: 04.037.912.2, lock prong 125 degree, tfna, bp55; lot: l595952; lot quantity: 96 purchased finished goods traveler met all inspection acceptance criteria. Part: 04.037.912.4, wave spring, shim ended, bp55; lot: h249498; lot quantity: 1,000 work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card received from smalley were reviewed and determined to be conforming. Part: 04.037.912.3, tfna lock drive, bp58; lot: h471930 quantity 4 / h483873 quantity 2; lot quantity: 154 (h471930 quantity 80 / h483873 quantity 74) work order travelers met all inspection acceptance criteria. Inspection sheets met all inspection acceptance criteria. Part: 21127, timoagri16.00, bp80; lot: h305635; lot quantity: 2,525 lbs. Certificate of test received from metalwerks pmd, inc. Was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of post-operative breakage, which agrees with the reported complaint condition. The nail broke at the proximal hole. The break is jagged and oblique. Both nail portions were returned. The received condition agrees with the complaint description. The complaint is confirmed. Device history record (DHR) review: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Document/specification review: the following design drawings were reviewed during this investigation. -top level tabulated assembly drawing for the family of 125 degree titanium cannulated trochanteric fixation nails-advanced -tabulated nail component drawing for the family of 125 degree titanium cannulated trochanteric fixation nails-advanced no product design issues or discrepancies were observed during this investigation. Dimensional inspection: the outside diameter of the returned nail near breakage measured within specification. The inside diameter of the returned nail near breakage measured within specification. Material analysis: the design specified the nail component to be manufactured from ti15mo per es0473-agr. Certificate of test received from metalwerks pmd, inc. Was reviewed and determined to be conforming. Lot summary met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Risk documentation: the risk assessment for tfna addresses the hazard ¿loss of fixation which may result in harm to the patient post-surgery [synthes : broken : postoperatively]¿. This complaint condition is adequately covered by the risk assessment. Investigation conclusion: a definitive assignable root cause for the nail breaking postoperatively could not be determined based on the provided information. This complaint is confirmed however, no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation and this complaint condition is adequately covered by the risk assessment. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11 corrected data: d10 e3 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent removal surgery on (B)(6) 2019. The patient was originally supposed to undergo bipolar hip arthroplasty on (B)(6) 2019, and but the procedure was postponed to (B)(6) 2019, because the patient got influenza. The procedure was successfully completed. Patient's outcome is unknown. Concomitant devices: tfna helical blade (part: 04.038.290s, lot: h599017, quantity: 1), titanium locking screw (part: 04.005.528s, lot: l743954, quantity: 1), tfna end cap (part: 04.038.000s, lot: l841350, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent an open reduction internal fixation for a femoral trochanteric fracture with the trochanteric femoral nailing system advanced (tfna) on (B)(6) 2018. On an unknown date in 2019, the patient reported pain in a large part of the anterior femur when she visited the doctor. On (B)(6) 2019, the hospital confirmed by x-rays that the nail was broken. The patient will undergo bipolar hip arthroplasty on (B)(6) 2019. Concomitant devices: unknown helical blade (part# unknown, lot# unknown, quantity# unknown); unknown screws (part# unknown, lot# unknown, quantity# unknown); this report is for one (1) 10mm/125 deg ti cann tfna 235mm/right - sterile. This is report 1 of 1 for (B)(4).